Event description:
It was reported that this pacemaker system exhibited high right atrial (ra) and right ventricular (rv) threshold measurements one day post-operative. Subsequently, the day after implant each lead was explanted. The new leads were tested with the existing device and rv amplitudes had decreased; therefore, the lead was re-positioned. When checked with the pacing system analyzer (psa) there was good numbers for both the leads and device. However, av search hysteresis was not working. Then rv thresholds started to rise and there was loss of capture. The device was removed and both leads were tested again, and everything was normal. They plugged the device back in and there was loss of capture in unipolar. The device was removed, and a new pacemaker was implanted. Unipolar and bipolar testing was performed, and everything was good. The device is expected to be returned for analysis. No additional adverse patient effects were reported.